Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, one tab had not detached from the delivery catheter system (dcs), causing the non-coronary cusp side of the valve to dislodge out of the annulus and into the sinus of valsalva (sov) when the dcs was removed from the body. A second transcatheter bioprosthetic valve was then attempted to be implanted valve-in-valve, but the valve dislodged up into the same position as the first valve, resulting in moderate-severe paravalvular leak (pvl) as the non-coronary cusp side was above the annulus. A third transcatheter bioprosthetic valve was attempted to be implanted valve-in-valve-in valve (inside the first two valves) but the same problem occurred; the valve dislodged into the same position as the other two valves. The pvl remained. All three valves were then pulled up into the ascending aorta, and a non-medtronic transcatheter bioprosthetic valve was implanted in the annulus successfully. No other adverse patient effects were reported.

Manufacturer narrative:
This report is in regards to the first valve implant. Separate reports will be filed for the other two devices. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.